Manufacturer narrative:
H2-3) the pendant was returned to the manufacturer for evaluation. Unable to confirm reported issue "x ray disabled". Install pendant on test system. Display on pendant was discolored, failing visual inspection. All buttons functioned as expected. B01, c07, d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6), h2-3) the part was returned to the manufacturer for evaluation. Unable to confirm reported complaint, "x-ray disabled." Installed power supply in test system. The system booted and readied on every power up. Power supply output voltage was 5.215vdc and all 2d and 3d images were successful. No fault found while under test. B1, c19, d14 codes are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the systems x-ray was disabled. There was no patient involved.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that troubleshooting found power supply ( ps1) over time was drifting low. Also logs shown that pendant disable xray button was being activated, yet no one was activating the button. Replaced ps1 and the pendant. Tested system functions as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. Product ID: bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.